Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 08/06/08, 08/07/2008, and 08/19/2008 by phone, fax and mail. A completed questionnaire was received on 08/20/2008.

Event description:
A customer reported a temporal shadow in the corner of his eye and blinking following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reports the outcome of event for the patient as "poor".